Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that resistance was met when advancing the swg through the syringe. The insertion site was the subclavian vein. Both the swg and syringe were removed together. Upon removal, the wire was found unraveled. It was confirmed that it was removed in its entirety. A delay was reported, however, there was no death, or complication to the pt. The pt is fine.